Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation to date. The investigation of the reported event is currently underway. The catalog number identified in model #/lot # has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified in common device and PMA#. Accordingly, this event has been determined to be MDR reportable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft placement procedure intended for the stenosis in the iliac vein with access through the popliteal vein, there was an alleged fracture of the outer sheath near the y-connector and partial deployment of the stent graft. Reportedly, the health care provider felt resistance during deployment. The device was removed without issue and another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: based on the investigation of the returned catheter sample it was confirmed that the delivery system could only partially deploy the stent graft. The outer sheath was found fractured which indicated that a high release force was present. The stent graft was found perforated by the inner catheter; based on the condition of the sample this was considered a consequence of handling after the event. Potential factors which may have caused or contributed to the reported deployment failure have been considered. The reported application represents an off label use of the device. However, based on the information available, and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the IFU states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' The fluency plus vascular stent graft is intended for use in the iliac and femoral arteries. (B)(4).

Event description:
It was reported that during a stent graft placement procedure intended for the stenosis in the iliac vein with access through the popliteal vein, there was an alleged fracture of the outer sheath near the y-connector and partial deployment of the stent graft. Reportedly, the health care provider felt resistance during deployment. The device was removed without issue and another device was used to complete the procedure. There was no reported patient injury.